Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, undersensing, no capture, and no measurable p-waves observed with the right atrial (ra) lead. A fluoroscopy revealed the ra lead dislodged, and was hanging down, pointed toward the atrial floor. The atrial lead was inserted into the new device during an upgrade procedure, but the lead was inactivated. A lead replacement procedure was planned for the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.